Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure, and the lead remains implanted. The patient is currently doing better.